Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was at home when she was having chest pain. She reported she received a critical low alert notification. She went to the hospital by herself and upon arrive, a nurse checked her blood sugar and it was 197 mg/dl. The patient did not provide a cgm value for when the bg was taken. The patient could not recall how long she was hospitalized but stated it was approximately 3 days. She declined to provide additional information about the event including treatment. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.